Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for essential tremor. The hcp reported that the patient was experiencing difficulty recharging and the hcp suspected an overdischarge. The hcp reported that these issues began sometime this year. The hcp reported performing the 60 minute countdown but was unsure if they knew how to initiate the process. The hcp reported that the patient was currently holding the antenna over the ins. The hcp reported that the patient's ins was discharged. The hcp reported that the patient had been sitting in a wheelchair for a long time and that the patient's managing hcp would meet with the patient on (B)(6) 2017. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the overdischarge was that the patient did not recharge. Upon consultation with a manufacturing representative the patient was able to charge and the issue resolved.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #3007566237-2017-03622 was already reported in this report (B)(4). Any additional information regarding that event will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported the patient¿s ins overdischarged. The rep was scheduled to meet with the patient in clinic. Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient's ins was able to be brought out of overdischarge and be recharged. The rep reported that the patient attempted to charge their ins for 5 hours last week. The rep reported that before any troubleshooting was performed, the patient's recharger connected to their ins and was charging normally. The rep reported that the patient was able to get up to 8 coupling bars, but the connection was sensitive to antenna movement. The rep reported that the patient had difficulty getting coupling over the past 2 months and the patient claimed that the antenna slid down during recharging. The rep reported that they were working with the patient on recharging. No further patient complications have been reported as a result of this event.